Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of hemorrhage is listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The patient effect and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic endovascular aortic repair (tevar) interventional procedure. The sutures of the first proglide were pre-placed at the 10 o'clock position, a second at the 2 o'clock position, and a third proglide at the 12 o'clock position. The sheath was upsized to a 24f sheath and the tevar procedure was completed. After advancing the knots/tightening down the three proglide sutures, there was still significant oozing (pulsatile blood flow) from the access site. Cardiothoracic and vascular surgery (ctvs) was called in to perform cut down surgery to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.